Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 815037026, cortical screw 3.5 x 26mm, lot # unknown. Catalog #: 815037030, cortical screw 3.5 x 30mm, lot # unknown. Catalog #: unknown, proximal screw, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient was experiencing pain and non-union. Subsequently, the patient was revised and it was found that all 4 screws were fractured. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). The reported event is confirmed as xrays were provided. Radiographs were provided and identified the following: plate and screw fixation of distal tibial and fibular fractures is present as well as an incompletely visualized knee arthroplasty. The proximal four tibial screws are fractured and there is an ununited comminuted distal tibial fracture. A healing proximal fibular fracture is also present. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.